Manufacturer narrative:
(B)(4).

Event description:
It was reported by the plaintiff's attorney that the plaintiff allegedly experienced a product problem and emotional distress. Furthermore, it was reported that the plaintiff died. The causes of death reported were acute cardiopulmonary arrest and coronary artery disease.